Manufacturer narrative:
Correction: annex c.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the surgeon requested arm 1 be checked due to unlocking and drifting. The customer was currently docked, and the procedure was continuing at the time of the call. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse arrived onsite and performed test drive the system and found no error but noticed the monitor arm was sagging. The fse tightened the monitor arm and verified the operation. The system was tested and verified as ready for use.